Event description:
Boston scientific received information that during a follow up, on the same day post implant, this right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances greater than 125 ohms. A boston scientific technical service consultant was contacted for an evaluation of the shock impedance, as the physician questioned how to avoid a red alert to be caused in the future as this patient will be connected to latitude. The lead remain implanted at this time and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. A boston scientific technical service consultant discussed that the shock lead impedance daily measurement can be programmed off if needed, however, informed the physician that latitude will not repeat the red alert for the same issue as long as the device is not interrogated by the programmer in clinic. A predischarge shock lead integrity test was also advised. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.